Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day as hospitalization the patient began treatment with intraperitoneal (ip) injection of meropenem 1.5 gm every day (duration not reported) and ip injection of heparin 1000 units every day (duration not reported). At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.